Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that customer were hospitalized due to diabetic ketoacidosis with blood glucose of 280 mg/dl at the time of incident. Customer states insulin pump had critical pump error. Customer states they are able to saw open book image with red x on the screen. The insulin pump will not be returned for analysis.